Event description:
It was reported that during an unspecified spinal procedure, "the tip of the driver broke off in the set screw. The removed the broken portion after, broke the set screw off afterwards." No patient complications are associated with this event

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed approximately ~7 mm of the instrument tip has been broken off, consis tent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.